Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 1 event, the ventilator was replaced to resolve the reported issue, for 1 event the casters were replaced to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1506-8600-000 ventilator, continuous, facility use a damaged component. 1 event was reported for a damaged wheel, and 1 event reported for two casters that had broken off the base of the unit. These reports were received from various sources. Of the 2 events, 2 did not involve patients.